Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge. Tandem customer technical support educated customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.